Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The (B)(6) and display did not shutoff during the evaluation. The unit was determined to be functioning as designed.

Event description:
The customer reported the (B)(6) and the display go off. No patient impact or consequences were reported.